Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock impedance measurement. Boston scientific technical services was contacted to review the patient's data. The shock impedance values have been between 95-115 ohms with one measuring greater than 125 ohms. There has been no dft and no shocks delivered since implant. Ts recommended the patient be seen by a physician. No adverse patient effects were reported.

Manufacturer narrative:
To date, this lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Event description:
Additional information was later reported that a shock impedance measurement above 125 ohms was detected on this rv lead and device. The high shock impedance measurements continue to be an ongoing issue as a result of the rv lead being a single coil lead. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).